Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) was explanted. The reason for the explant is unknown at this time. Cpi learned on sept. 26, that this ICD was explanted because of an abnormal increase in lead impedances.